Manufacturer narrative:
We received the attached study paper relating to the use of the duette multiband mucosectomy device. (Dt-6, dt-6f). This study is a prospective controlled observational study assessing the bleeding risk after emr of oesphagael neoplasia in patients requiring warfarin anticoagulation. This study was carried out in (B)(6) in 2015. This complaint was opened to address the following; "there was 26 immediate bleeding events which required treatment by clipping, coagulation grasper or heater probe in the controlled group- no anti coagulation (102). As per page 2394 none of the patients with immediate bleeding required blood transfusion ; all patients were discharged within a few hours of the procedure." The devices were not returned to cirl for evaluation therefore a documentation based investigation was completed. The customers complaint was confirmed on customer testimony. Lot numbers for the devices were not provided therefore a review of the manufacturing and component records could not be completed. A definitive cause for the customers complaint could not be determined as the actual conditions of device usage could not be replicated. However as per the instructions for use haemorrhage (i.e. Bleeding) is stated in the following warning regarding potential complications; " potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." It is also possible that the pre-existing condition of oesphageal neoplasia may have contributed to the immediate bleeding events however this cannot be conclusively determined as a contributing factor, the most probable root cause of this event is the operational context as bleeding is listed as a known complication of emr. Prior to distribution all duette devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook (B)(4). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Reference attached journal article: 'al mammari et al. ' there has been reported cases of delayed and immediate bleeding under separate conditions (journal article) post duette use. There was [controlled group no anti coagulation (102)] 26 immediate bleeding events which required treatment by clipping, coagulation grasper or heater probe. As per pg 2394 none of the patients with immediate bleeding required blood transfusion ; all patients were discharged within a few hours of the procedure. There is 26 patients involved in this report. One report submitted due to the origin of this event being literature.